Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported both leads had high impedances of >10k and >20k. One lead was noted to have electrodes 1, 2, 3, and 6 with issues, the other had 8, 9, 10, 13, 14 and 15. Impedance testing and reprogramming had occurred. It was reported the patient had come in to see if they could get coverage to their back. It was noted their knee and leg was doing good since their last reprogramming. It was noted after several attempts to get her back but ended up getting abdominal stimulation. It was reported impedance were ran at .7v and 1.5v with the same out of range results. The manufacturer representative left the patients stimulation since she felt it was working for her leg. Additional information received reported when patients therapy was turned on, the patient felt no stimulation. It was noted the patient was at 1.5v. It was noted that she usually was at 1.50v and when she moved her legs, she felt stimulation, but now, did not feel it. It was noted the patient turned up to 2.0v and felt no stimulation, and then turned up to 2.6v and felt stim, but it was too strong. The patient turned down to 1.5v. It was noted the patient only felt stim when moving legs in a certain way. It was reported the patient wanted to stay at 1.50v because the low voltage helped her because when she goes to bed, she can really feel it on her legs. It was reported the stimulation was in the wrong location. It was reported the patient usually felt stimulation in back and legs, but now she felt it in her stomach when she turned it up. It was noted this had been happening since implant. It was noted the patient had an appointment with their hcp and rep yesterday, where they did some reprogramming. It was noted they said the leads were not quite in the right place and they would pull them out and put new ones in and try to get them wide enough to cover the pain in her back. It was noted, currently it did not cover enough in her back because they cannot get the connection wide enough. It was stated they were discussing what to do because she also had diabetic neuropathy, but the therapy was working great for her legs. It was noted the patient had knee pain a while ago and saw the rep and within hours the pain went away. It was noted the therapy worked great for her legs but not for her pain in her back.

Event description:
Additional information received reported that the device was returned to the manufacturer after explant of the leads and implantable neurostimulator (ins) on (B)(6) 2014. It was noted that the patient had used the device for pain therapy and had not been a participant in a clinical study. It was reported that the device was replaced with another product made by the same manufacturer. It was stated that the device could be disassembled for analysis and an analysis report was requested. Itwas noted that leads were revised and battery replaced also for an MRI. It was stated that there were high impedances. It was reported that there had been lead/extension/accessory breakage. It was noted that the device had been used within the patient, there was no patient death or injury and the patient recovered without sequela.

Manufacturer narrative:
Analysis of the lead (B)(4) found the stim lead body conductor was broken at #0-#2, #5, and #6 conductors 17.8 cm from the distal end. Analysis of the lead (B)(4) found the stim lead body conductor was broken at #1-#3, #6, and #7 conductors 18.8 cm from the distal end. Analysis of the implantable neurostimulator (ins) (B)(4) found no significant anomalies and was functionally okay.

Event description:
Device analysis completed for pli 10, 20, 50.

Manufacturer narrative:
(B)(6)